Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they fell and were getting zapped and shocked. The environmental/external/patient factors that may have led or contributed to the issue was the patient fell. The diagnostics/troubleshooting performed included an impedance check which showed several impedances were over 4000ohms. As a result of what was reported, the device was turned off and the patient will follow up with their healthcare provider (hcp) in two weeks. Surgical intervention did not occur, but it is unknown at the time of the report if it is planned. No further patient complications have been reported as a result of this event.